Manufacturer narrative:
Corrected data: a2. "11/25/2001" should be added. B5.- a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault and elevated iop. In a separate surgery the lens was exchanged with the same model and power but shorter length and the problem was resolved. The cause of the event was reported as unknown.it has been noted that the surgeon selected a different lens size than that initially suggested by the icl calculation software. Claim# (B)(4).

Manufacturer narrative:
Iop elevation from baseline, secondary surgical intervention to remove/replace/reposition the lens are identified in the labeling as a known potential adverse event following icl implantation. Claim#: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault and elevated iop. In a separate visit the lens was exchanged for a shorter length lens. The replacement lens resolved the problems. Cause reported as unknown.